Event description:
False negative result(s). Customer stated that their grandson and daughter tested negative for influenza. They went to urgent care and tested positive. These are faulty. Do not rely on these.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.